Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 3 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Litigation alleges that the patient experienced debilitating pain on account of his asr left hip implant. Litigation further alleges that the patient experienced discomfort in his hips and legs, thereby interfering with his ability to perform daily living activities.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: alert date, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.